Event description:
It was reported that the screen on the iab pump went blank during the middle of equipment usage on two separate occasions. After discussion between the arrow sales rep and hospital biomedical dept., it was found that the electrical cord was not properly plugged into the pump. The pump was running on battery power. Because the battery was not fully charged, it ran out of power. The screen went blank, because the pump was not able to receive electrical power. Arrow sales rep reviewed with cardiac assist dept at hosp. The importance of charging battery when pump is not in use as well as checking connection when connecting the electrical plug to the unit & electrical socket. Field service findings: could not confirm customer's complaint. Power switch was checked, & all connectors were functional. Iabp was returned to service.